Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient on lvad therapy for 19 months presented on (B)(6) 2016 with purulent drainage from the left thoracotomy site and abscess around the device requiring incision and drainage of the left thoracotomy site this admission. A CT performed on (B)(6) 2016 revealed slight increase of confluent soft tissue and fluid attenuation densities with punctate gas lucencies and stranding in the surrounding mediastinal and chest wall tissues. Patient was discharged with IV antibiotics and packing wound.